Event description:
Event was reported to caldera medical by an atty. The patient experienced recurrence of stress urinary incontinence, dyspareunia, vaginal scarring, pain, erosion, infection and other urinary problems. No further info has been provided.